Event description:
The patient was undergoing a coil embolization procedure in the gastric varices using a pod packing coil (packing coil), ruby coils, a non-penumbra microcatheter, and a non-penumbra guide catheter. During the procedure, the physician successfully implanted a ruby coil in the target location. While advancing a packing coil into the target location, the physician noticed the packing coil was too large for the space and decided to reposition the packing coil. While retracting the packing coil, the embolization coil unintentionally detached partially within the microcatheter and partially in the vessel. The microcatheter containing the detached embolization coil was removed. The procedure was completed with a new packing coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.